Event description:
Event description guidant received information that this implantable lead (s/n 151220) became dislodged from the patient's ventricle after 8 months in service. The physician experienced difficulty during the procedure to replace this lead; the helix mechanism of the replacement lead (s/n 201789) extended, but would not retract.